Event description:
Distributor wrote into customer service to request a return authorization because the bottom of the product became unattached. No further information was provided. Awaiting return of product. No product was returned for evaluation.

Manufacturer narrative:
This is a prescription device. This complaint has not been confirmed. The device not returned to manufacturer, and no lot number information was given so an evaluation cannot be performed as to the root cause or actual nature of the problem. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible choking hazard.